Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series, chapter 3 preparation and inspection describes how to detect the subject event. Gif/cf/pcf-290 series, chapter 5 reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) clinic (documented here in it¿s entirety due to character limitations in respective field). The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to the clogging of the nozzle, the air supply volume did not meet the standard value. The nozzle had foreign objects. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The forceps channel port was shaved. The image guide protector had a scratch. The scope connector cover unit had a scratch. The forceps elevator knob had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The flexibility adjustment ring had a scratch. The plastic distal end cover had a scratch. The switch box had a scratch. The suction connector had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration and a scratch. Due to clogging of the nozzle, the water removal ability did not meet the standard value. The adhesive on the bending section cover had a chip. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The scope cover had a scratch. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air/water flow issues from the air/ water flow system. The device was inspected prior to use. The issue occurred during the diagnostic procedure. The procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.